Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication error during an unspecified procedure involving an olympus deflectable videoscope. The customer did not a provide a suspected cause of this event. There was no patient injury reported.